Event description:
It was observed that during the device evaluation, the flex videoscope exhibited foreign objects that came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of angle wire, the play of upward/downward knob was out of the standard value. The connecting tube was shaking. The connecting tube had a dent. The nozzle had foreign objects. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The adhesive on the bending section cover had a white-clouded area. The light guide bundle was slipping down. Due to a dent on the channel tube, forceps could not be inserted smoothly. The adhesive around the objective lens was peeled. The lightguide lens had a crack. The adhesive around the lightguide lens was peeled. The distal end had a scratch. The connecting tube had a scratch. The connecting tube had discoloration. The connecting tube was wrinkled. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, confirmed foreign material, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The subject events can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.